Event description:
On (B)(6) 2012 the reporter contacted lifescan (lfs) in (B)(4) alleging the meter reading inaccurately high compared to another meter. The reporter did not provide any blood glucose readings. This complaint is being reported because the reported results did not meet lifescan's precision/accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There is no indication that the lfs product caused or contributed to an adverse event.